Event description:
It was reported that the device reached elective replacement indicator and there may have been early battery depletion. Also, the right atrial (ra) lead had high thresholds. The device and ra lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity.